Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was used. It was reported that the mesh broke away from the abdominal wall. No further information has been provided. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned actual sample shows no deviation or damage. The cause for the described event could not be verified. (B)(4).